Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, while performing jejunojejunostomy, the device did not fire and a small metal rod from the reload fell into the patient's cavity. The surgeon retrieved the component by using a grasper. There was no patient injury.